Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, it was observed that the fiber was forward firing after 3,9421 joules and 5:52 minutes of use. The procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, it was observed that the fiber was forward firing after 3,9421 joules and 5:52 minutes of use. The procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The glass cap exhibited acute devitrification at the output window and the metal cap exhibited notable charred adhesion on its surface. The reported clinical observation is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.